Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A pediatric peritoneal dialysis patient experienced peritonitis while performing peritoneal dialysis (pd) therapy. The cause of the peritonitis event was unknown. On the same day as the event onset, the patient was hospitalized for peritonitis. On an unreported date, the patient began treatment with ceftazidime (for two weeks, dose, route, and frequency were not reported), cefazolin (for two weeks, dose, route, and frequency were not reported), and diflucan (orally, for two weeks, dose and frequency were not reported) for peritonitis. On an unknown date in the same month as the event onset, the patient was discharged home from the hospital. On an unknown date reported as late in the month of the event onset, the patient was considered recovered from the peritonitis event. Although no use error was reported, the patient's caregiver was retrained on performing pd therapy. The action taken with pd therapy was not reported. No additional information is available.